Event description:
Tubing separation. The report states, "epidural pump found to be leaking, noted to have epidural tubing broken at pump. Changed tubing. Company representative contacted. Tubing saved." The customer was contacted for add'l info. Upon further assessment, the tubing was found completely separted at the blue foil below the cartridge on the set. The pt was receiving an unspecified dose of bupivicaine and hydromorphone via the epidural route. The reporter stated that the pt was known to frequently move about in bed. The tubing set was changed without further incidence. There was no report of pt harm or adverse pt effect. Although requested, no add'l info was available.